Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors (mcs) instrument jaws could not be close. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: reporter confirmed the instrument release kit (irk) was not required to close the jaws. There was no need to remove the instrument with the cannula altogether since the instrument was easily removed. The port incision was not increased. There was no injury to the patient and the instrument is available for evaluation.